Event description:
It was reported that the user experienced intermittent elevated blood glucose values while using the ilet, with readings occasionally exceeding 180 mg/dl before returning to the normal range, despite timely meal announcements, proper supply changes, and no observed cannula or equipment issues; the user expressed a preference to remain below 150 mg/dl. Symptoms included hyperglycemia. Outcomes included no alarms, no alerts, no hypoglycemia, and no healthcare utilization. Investigation included troubleshooting and user education conducted by the support agent. Investigation of this case revealed no device malfunction or component failure identified, and no user error detected. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.